Manufacturer narrative:
Follow-up # 1 ¿ (11/11/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/29/2013 and 11/4/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged an inaccurate high with the meter compared to another meter. The reporter claimed obtaining blood glucose results of ¿23.0 mmol/l¿ with a lifescan meter and ¿6.5 mmol/l¿ on ot ultra2, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.